Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box revealed unexplained loss of primes. The pump was manually suspended and resumed. The pump was exercised for 24 hours with a 2.0 unit/hr basal rate and at the end of testing, the basal history correctly showed a 2.0 unit and the total daily dose showed 48.0 units. The total daily dose added up correctly and reflected the user programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering accurately and within range. There was no delivery interruption during investigation. The original complaint was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the basal rate did not match the active basal program. The patient reportedly experienced a blood glucose (bg) value of 325mg/dl with extreme thirst. The reported adverse event does not meet the animas definition of an adverse event. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.